Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after the patient had an MRI, the patient tried to give himself a bolus due to pain and the ptm did not work. The patient stated that the logs were checked and the pump was off. Per the patient the pump was off for a few hours after the MRI.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. The patient reported that he believes his pain pump was not working. The patient had an MRI earlier today ((B)(6) 2015), where a manufacturing representative was not present. The patient had been trying to give himself a bolus, but kept getting the error code 4336, or 3643 or 56 (not sure of the exact error code). It was noted that the patient was in a lot of pain. The patient was going to try to reach his health care provider (hcp) or person on call over the weekend. The code that was seen on the programmer, the cause/actions/intervention/resolution regarding the pump not working remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.